Event description:
Additional information received reported that the patient did and did not have concerns regarding his device or therapy. It was unclear which was true but the patient had sought further help and had an appointment that was to be determined. A week later it was reported that no malfunctions were seen or determined at the time of the patient¿s appointment. Impedances were within normal limits. The patient was reprogrammed for optimal stimulation. The patient was given the reporter¿s contact information if he needed more reprogramming but had not needed another session.

Event description:
It was reported that the patient experienced stimulation in the wrong location, loss of therapeutic effect, and increased baseline pain following a fall. It was stated that in (B)(6) 2013, the patient fell backwards. The patient reportedly fell on to his cane and landed on the implantable neurostimulator (ins). The fall broke the patient¿s cane. The ins was ¿not functioning like it did at the beginning.¿ the patient increased stimulation to 9.0 volts (the highest was usually 7.4 volts), but it did not help the pain. The patient was also taking hydrocodone and that was not helping. It was stated that most of the ¿effect went down the patient¿s legs, to the toes and not to the middle of his back.¿ the patient had an appointment on (B)(6) 2013 with the implanting surgeon. An MRI and scan of the spine was done prior to the patient¿s appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).